Event description:
In a journal article, a surgeon reported a series of seven pts with pigment dispersion following intraocular lens (iol) implant surgery in the sulcus and/or capsular sac. All pts were operated between 2004 to 2007. In four of the seven pts, the iol was implanted in the sulcus due to posterior capsule tear during the surgical procedure. In the remaining three cases, it was made in the capsular sac and the surgery proceeded without complications. In two of the three pts, the cause of the pigment dispersion was identified as displacement to the sulcus of one of the haptics. In one case both haptics were in the capsular sac, although one had shifted to a more anterior plane, causing the pigment dispersion. All pts exhibited pigment dispersion and iridian transillumination. None of the lenses were dislocated and all the pts had good uncorrected visual acuity between 20/20 and 20/40. Two pts exhibited repetition uveitis which improved with treatment. In all the pts good intraocular pressure (iop) control was achieved with selective laser trabeculoplasty (slt) and treatment with medications. In three pts, slt was performed with good results. In one case the iol was explanted and replaced due to hypertensive uveitis and blurred vision with insufficient response to frequent inflammation episodes which failed to respond to medical treatment. After replacing the iol, the uveitis remitted and iop remained within normal limits without treatment with medications. Visual acuity was 20/40. In the majority of pts in this series, the pigment dispersion was first described yrs after the surgery. All had good uncorrected far visual acuity and good iop control was achieved with medical treatment or laser trabeculoplasty. The surgeon reported four specific pts. For this pt, iridian transillumination following the path of the inferior haptic and pigment on the iol was noted at a routine one yr postoperative visit. The pt had a history of ocular hypertension (pre-existing). At that time, intraocular pressure (iop) was normal. The pt was not taking any medications for ocular hypertension at that time. An anterior chamber ultrasound biomicroscopy (ubm) showed a displacement of the capsular sac inferior haptic to the sulcus. Three yrs after surgery, the untreated iop increased to 25 mmhg. Gonioscopy showed anterior synechiae in approx the lower 180 degrees. Medical treatment was established and subsequently a selective laser trabeculoplasty (slt) was performed. Five yrs after iol implant, the iop was normal with the pt on medications and her visual acuity was 20/32. Add'l info has been requested. There are five medical device reports associated with this event. This report is for the second pt.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested. Mendez h, munoz am (2010). Pigmentary dispersion syndrome after phakoemulsification and intraocular lens implant. Studium ophthalmologicum 2010 vol. Xxviii, no. 1: 11-16. (B)(4).